Event description:
It was reported to philips that the device annunciated a battery alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
G5:510(k)#: k102985. B4:23aug2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the battery to resolve the issue and bring the device back to functionality. Following the replacement, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.